Event description:
It was reported by service report that headboard was cracked near the bed mounting post, exposing a sharp edge. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged headboard.